Event description:
Hcp reported that they did a catheter revision on the pt. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.